Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a vertebral compression fracture. According to the report one of the balloons ruptured on the first side treated in the t12 vertebral body. Psi was 380 and volume was a little over 3 cc. No patient complications were reported.